Event description:
Nurse entered patient's room 15 minutes after initiation of remicade infusion to titrate rate as ordered. Patient reported fluid leaking from bottom of the IV pump. Upon further inspection, nurse found small break in the "pump segment" tubing of the smartsite infusion set, resulting in slow leak of medication from infusion set. Infusion immediately stopped and disconnected from patient. Remicade bag was replaced and infusion resumed with new smartsite infusion set. No further complications noted.